Event description:
Boston scientific crm received information that this left ventricular lead was fractured. A revision procedure was performed. This left ventricular lead was removed and replaced with a non-boston scientific crm lead. No return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.